Event description:
During the stereotactic procedure, there was a loss of vacuum suction. It was discovered that the tubing connected to the probe was kinked which allowed the first specimen, but then it clogged and was unable to suction further. The probe was switched out.